Manufacturer narrative:
One i3 unit model cm1100 with main unit serial #(B)(6) and one i3 accessory set was returned, lacking power cord. External and internal visual inspections of unit revealed that the right-angle extension cable was defective (right-angle extension cable has exposed wires).

Event description:
The patient reported exposed and frayed wires of the power supply. The power cord and power supply box were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.